Manufacturer narrative:
The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. Reported event of probe failed to transmit current. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe¿ device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the gold probe¿ device failed to transmit current while it was being used to treat a cecal ulcer. The procedure was completed using another gold probe¿. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the gold probe device failed to transmit current while it was being used to treat a cecal ulcer. The procedure was completed using another gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual examination of the returned device found a kink at the distal section end of the catheter. The device was analyzed by x-ray and revealed that the wires were broken at the distal end near the kinked section. Furthermore, an electrical load test was performed on the device, and the results were out of specifications. The complaint was confirmed. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to physical damage on the device, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe¿ device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the gold probe¿ device failed to transmit current while it was being used to treat a cecal ulcer. The procedure was completed using another gold probe¿. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.